Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation found the primary failure of broken grip-tips to be related to the customer reported complaint. The instrument was found to have a broken piece of the grip from the distal tip. A piece approximately .038" x .068" in size was found to be broken off. The broken piece was returned. All ceramic dots were present. A review of logs found no failures. This failure is most commonly caused by mishandling/misuse, such as excessive force applied to the instrument grips. The probable root cause of this failure is typically attributed to the user mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting a fragment fell from the vessel sealer extend instrument, an investigation is in progress to determine the cause of this reported event. Isi has received the instrument, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. This is considered a reportable event due to the following conclusion: during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, a fragment from the vessel sealer extend instrument fell inside the patient. The fragments were retrieved during the same procedure.

Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, the tip of the vessel sealer extend instrument broke off during an instrument collision and fell inside the patient. The surgeon retrieved the fragment in the same procedure with a laparoscopic instrument. The procedure was completed as planned robotically. No x-rays or ultrasounds were performed to check for remaining fragments.